Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error .the power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had a power error detected alarm. The customer¿s blood glucose level was 404 mg/dl. Customer's current blood glucose is 156 mg/dl. The customer declined troubleshoot for high blood glucose. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states that notification light stopped flashing immediately. The insulin pump will be returned for analysis.